Event description:
User alleges they had one event involving an IV administration set that leaked. They had pretested the unit. About one hour into the case, with 1st unit of blood, the unit ruptured. No adverse outcome to patient.